Event description:
Pt reports cap for cartridge has a broken piece. Sent replacement pump. Pt did not experience any side effects. Pt used back up pump. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.